Event description:
A (B)(6) male pt contacted zoll customer support to report that the response button was damaged and would not activate the device. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons damaged and do not activate device) has been confirmed. Upon evaluation, the metalic dome was missing from the rear response button. The cause of the inability to activate the device is missing metallic dome. The root cause of the damaged rear response button cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged response button. The pt received a replacement monitor.